Event description:
Customer stated she leaves the pad on her couch or on a padded bench in the living room. She came down stairs this morning and picked up the pad to move it and the pad was hot. The switch was not up against anything and she has never tied or taped the switch down. She states that this is the second pad she has had that this has happened with. Customer did not claim any injury. The product was returned for investigation. An investigation was done to look into the customers complaint. The pad was tested by quality control technician and the pad was heating and functioning properly. There was no evidence of the pad turning on by itself.